Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, dislodgement was observed on the left ventricular (lv) lead. The lv lead was explanted and replaced. The patient was stable.